Manufacturer narrative:
Date of event is estimated.

Event description:
Patient's ipg was inoperable after not charging generator in over 6 months. Manufacturing representative reports that ipg replacement was performed on (B)(6) 2022 to resolve issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.